Event description:
The hospital reported a patient was connected to an avance cs2 and was not delivering the set amount of gas leading to patient desaturation. The patient was manually ventilated until the patient could be switched to another anesthesia machine. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Ethnicity and race: information not provided. Unique identifier: (B)(4). (B)(4).

Manufacturer narrative:
There is no evidence that a device malfunction contributed to the patient injury. The device passed checkout prior to and after the case in question. The root cause of the patient desaturation is undetermined though it is possible that an obstruction or persistent leak in the patient circuit or decreased patient compliance contributed to insufficient ventilation. Further, while in pressure control ventilation, delivered volume may vary due to changes in the compliance and resistance of the pulmonary system.